Manufacturer narrative:
The tech found the head brake casters were worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the head brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head brakes were not holding. The bed was located in room 310. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).